Event description:
A customer reported that during a patient procedure, using a bflex 2 regular 5.0 single-use bronchoscope, the staff were placing a double lumen tube (dlt) in the patient and after inserting the bronchscope down the dlt, the bronchoscope bent. As a result, the dlt was removed and replaced with a new one. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. The bflex 2 bronchoscope - endotracheal tube compatibility" table found in the bflex 2 single-use bronchoscopes operations & maintenance manual (omm) currently only lists the compatibility of the bflex 2 single-use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The double-lumen tube (dlt) used during the procedure has not been validated by verathon for compatibility for use with the bflex 2 regular 5.0 single-use bronchoscope. Any usage of the bflex 2 bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Following the reported incident, the customer's verathon territory manager instructed them to no longer use a bflex 2 regular 5.0 single-use bronchoscope with a dlt as they are not compatible and considered off-label use. The verathon territory manager is scheduling education with the staff to help prevent this from recurring. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.